Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had a defect. During the intraocular deployment of the implant, one of the haptics remained stuck despite the prior injection of viscous material. Additional manipulations were required to detach the haptic from the implant. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - lens remains implanted. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow up, it was learned that the lens did not remain implanted and it is not available for return. Corrected data: per further review of the file, the following fields have been updated accordingly. Section d6a: if implanted, give date: n/a. Section h6 - device code(s): 4009 - ejection problem. Section h6 - device code(s): 2983 - mechanical jam. Section h6 -type of investigation: 4114 - device not returned. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.